Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The pt reported he was hospitalized for high blood glucose reading above 250 mg/dl. He would not provide any further information regarding the hospitalization or his treatment.